Event description:
A manufacturer representative (rep) reported that they were running electrode impedances at 1.5v and 360 pw but got an interference message on the physician programmer. It was stated that they got the message before the procedure but moved to a different room and were able to interrogate. After the implant in the operating room they got the same message again. The rep moved the patient to the other room and they were able to interrogate and run impedance, the issue was resolved. There were no patient symptoms related to this event. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.